Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced electrical discharges when the stimulator was on and no discharges when the ins was off. It was noted that impedance was normal. There were no falls and the issue occurred with normal use. Transdermal plaster with lidocaine, and plaster with capsaicin were used to alleviate the discomfort, but the discharges still continued. The ins was changed with a different model and the issue resolved. No further complications were anticipated.